Event description:
It was reported a snare was advanced into a pt with a difficult colon and upon attempted use, the loop detached in the pt. The loop was retrieved with biopsy forceps without incident. A second snare was then advanced and engaged around the polyp. During removal attempts of the polyp, the loop detached. Coagulation could not be achieved and the pt continued to bleed. The loop was removed with biopsy forceps and another snare was used to remove the polyp and coagulate the area. The pt lost approx 2 pints of blood during the procedure and required a blood transfusion. It was indicated that this pt had a difficult colon, making an exchange for other instruments difficult and challenging. The engineers rec'd two device for evaluation. The loop cable and coupling of each device was detached and not returned for evaluation. Without evaluation of the entire devices, the exact cause for loop detachments could not be determined. Pt anatomy may have been contributing factors to this event.